Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted on (B)(6) 2023. The patient presented for a cardioversion procedure on (B)(6) 2024, and transesophageal echocardiography (tee) revealed a thrombus on the face of the closure device. The physician placed the patient on anticoagulation medication and completed a follow up examination six (6) weeks later. The thrombus was confirmed to have been resolved at the six (6) week follow up and the anticoagulation medication was discontinued. There were no patient complications reported.